Manufacturer narrative:
Unit received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit also received with peeling keypad overlay.

Event description:
The customer reported via phone call that the screen of keypad was coming off. The customer¿s blood glucose level was 180 mg/dl. The customer also reported that the insulin pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.